Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. Prior to the procedure, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing. Both the ra and rv leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.